Event description:
Customer reported via phone, the insulin pump had alarmed no delivery indicating there is an occlusion. Customer stated she has attempted everything and hasn't been able to get the insulin pump to work. Troubleshooting was performed and it was determined the issue might have been the infusion set, as issue was resolved by changing the infusion set. Customer was returning two reservoirs for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.